Manufacturer narrative:
Correction: b7 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) patient had been hospitalized for septic shock due to cholecystitis. When the nurse visited the patient¿s room because the heart rate on the monitor electrocardiogram (ECG) was in the thirties, the patient was found unresponsive, prompting a code blue. Ventricular fibrillation (vf) was confirmed on the monitor ECG waveform. Cardiopulmonary resuscitation was performed, but the patient subsequently passed away. Upon checking the device, it was found that no high voltage therapy was delivered and a right ventricular (rv) lead integrity alert (lia) alert triggered due to high rate non-sustained episodes and sensing integrity counter (sic). Only high-rate non-sustained episodes remained and nothing was detected. There were no records of ventricular tachycardia (vt) or vf episodes. The patient¿s cause of death was vf. It was noted that the lack of high voltage therapy delivery at the time of vf may have been a contributing factor to the death.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2025  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.